Manufacturer narrative:
Initial reporter facility name: the 2nd affiliated hospital of (B)(6).

Event description:
It was reported that troponin I elevated occurred. In (B)(6) 2018 the patient was referred for cardiac catheterization and index procedure was performed on the same day. The 80% stenosed target lesion #1 was located in the proximal right coronary artery (rca) extending up to mid rca and was 33mm long with reference vessel diameter of 4.0mm. The target lesion#1 was treated with pre-dilatation and placement of a 12 x 3.00 and 24 x 4.00 promus premier drug-eluting stent. Post dilatation was performed with 0% residual stenosis. On the following day post index procedure, the patient was noted with a rise in tropoinin I. No action was taken to treat the event. The event was considered not recovered/not resolved. Two day post procedure the patient was discharged on aspirin and clopidongel.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Describe event or problem updated.

Event description:
It was reported that troponin I elevated occurred. In (B)(6) 2018 the patient was referred for cardiac catheterization and index procedure was performed on the same day. The 80% stenosed target lesion #1 was located in the proximal right coronary artery (rca) extending up to mid rca and was 33mm long with reference vessel diameter of 4.0mm. The target lesion#1 was treated with pre-dilatation and placement of a 12 x 3.00 and 24 x 4.00 promus premier drug-eluting stent. Post dilatation was performed with 0% residual stenosis. On the following day post index procedure, the patient was noted with a rise in tropoinin I. No action was taken to treat the event. The event was considered not recovered/not resolved. Two day post procedure the patient was discharged on aspirin and clopidongel. It was further reported that the target lesion was in the proximal left main coronary artery (lmca) extending up to mid left anterior descending artery (lad) and was 32mm long.